Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. An anomalous capacitor was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented for routine follow-up. It was noted that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was replaced on (B)(6) 2023, and the patient was stable.